Event description:
Complaint alleged that the left siderail latch cover was bent and siderail would not raise.

Manufacturer narrative:
Technician found that the left siderail latch cover was bent and siderail would not raise. Replaced latch cover to resolve this issue.